Manufacturer narrative:
Due to character limitations in e1 event site address - 35 shinanomachi, tokyo updated fields - b4, d8, d9, e1(initial reporter, event site telephone), g3, g6, h2, h3, h6 (type of investigation, investigation findings, component code, investigation conclusions), h11. Corrected field - e1 (event site address), g2(report source). A getinge field service engineer (fse) replaced the blood detect tube (0008-00-0312). Following the replacement, the inspection was continued and no further problems were identified. The device was confirmed to be in a usable condition. The safety disk was replaced as part of the routine inspection, and equipment calibration was performed. Overall inspection results are good.

Manufacturer narrative:
Due to character limitation event site full name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
Irt was reported that during inspection cs300 intra-aortic balloon pump (iabp) disinfectant was found to be attached to the drain port connection of the crm. It seemed that something had splashed during the case, but there was no problem inside the crm. There was no patient involvement.